Event description:
It was reported that pump touchscreen did not respond correctly and sometimes changed to unintended screens while being navigated. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.